Event description:
The pt experienced a seizure one day post operatively. The pt was sitting in a chair and was found unresponsive. A code was called; the pt was given narcan (naloxone). She became somewhat responsive and had a seizure. She was then intubated, given ativan (lorazepam) and transferred to the intensive care unit (ICU). A computerized tomography (CT) scan and electroencephalogram (eeg) were performed and neither showed any abnormalities. The pt was started on keppra (levetiracetam). The pt left the hospital in good condition. The pt was seen for f/u at the physician's office on (B) (6) 2010, and had no deficits from the seizure. The pt continued to keppra.

Manufacturer narrative:
(B) (4).